Event description:
It was reported that a user wearing a dexcom g7 sensor experienced loss of cgm readings on the ilet pump while readings continued on the dexcom app, with alerts indicating sensor reconnecting followed by pairing failure; this reflects an intermittent communication failure involving the antenna/electrical communication component between the cgm and the ilet. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified, consistent with intermittent communication failure associated with the antenna/electrical communication pathway. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.